Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was observed to be damaged and loose. There was no reported impact to the customer¿s blood glucose level. The customer declined to provide additional information and declined to perform troubleshooting with tandem technical support.